Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. Manufacturer's reference: (B)(4).

Event description:
A report was received stating that following use of the device, the needle could not be fully retracted into the safety mechanism, leaving the needle exposed. There was no patient or clinician injury reported.